Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04447. It was reported that the patient underwent surgical intervention in which their l5 and l4 leads were explanted and replaced. The l4 lead was explanted and replaced because it was pulled in error.

Manufacturer narrative:
B3: event date is estimated.